Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: ta10552. Medical device expiration date: 2021-08-03. Device manufacture date: 2018-10-04. Medical device lot #: ta10776. Medical device expiration date: 2021-09-22. Device manufacture date: 2018-11-15. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd phaseal¿ infusion set (c50) the connector broke after removing the injector. The following information was provided by the initial reporter: the connector between the infusion set and the injector used broke after removing the injector.

Event description:
It was reported that during use of the bd phaseal¿ infusion set (c50) the connector broke after removing the injector. The following information was provided by the initial reporter: the connector between the infusion set and the injector used broke after removing the injector.

Manufacturer narrative:
H.6. Investigation summary: one photo and two samples were provided to our quality team for investigation. The final product for lot ta10552 and ta10776 is assembled and packaged at a supplier site. We notified the supplier of the reported issue and provided the product for evaluation. Upon visually inspecting the sample that was received, the connector was observed to be separated from the drip chamber. A device history review was performed and found no non-conformances associated with this issue during the production of lots ta10552 and ta10776. All testing was reviewed for the reported lot, including leakage, torque, and inspection results with no issues identified related to the reported malfunction, product was verified to be manufactured according to specifications. Based on the quality team's investigation, it was determined this incident was likely related to poor assembly by the operator, resulting in uneven distribution of the bonding solution used to secure the components. Complaints for this device and defect will continue to be monitored by our quality team for signs of emerging trend.